Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from patient. They reported patient did experience retention prior to the device. Catheterization is not a standard of care for patient prior to getting their device. The device is not getting removed or replaced. The device is still in use.

Event description:
Additional information was received from the patient. They reported that their ins had not been working since they had back surgery on (B)(6) 2021 and it had been getting progressively worse. They stated due to this they wished to have the system removed. They were not sure if the lead could have possibly been disconnected from the ins or 'tweaked' during their back surgery. They had followed up with their hcp regarding this and they have tried everything and the only other thing for the patient to do was self catheterize. Their hcp had not completed any diagnostic testing. They repeated again the worked with a rep on this. They were redirected to their hcp to coordinate an appointment.

Manufacturer narrative:
B2: self catheterization medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep). The rep stated that they device was turned up too high by patient. The patient was instructed over the phone how to turn it down or turn it off. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that¿since doi ins has not helped 50%. Pt reported they have seen 50% more symptoms than their baseline. Pt stated they have never been able to adjust the settings to a level that helps pt. Pt mentioned they are still wearing pull ups and they have no control. Pt stated their hcp redirected pt to contact patient services to discuss therapy. Patient services reviewed therapy overview. Pt stated they are currently on program 4 at 4.3volts and stated they can't increase stimulation any higher because it is so strong that their butt is vibrating and stated it's vibrating down their leg. Pt wanted to try changing programs due to this and changed to program 3. Pt increased stim to 8.5volts on program 3 and stated they still weren't feeling stimulation. Pt was getting device not responding initially when increasing stim that was resolved by repositioning communicator on ins. Pt changed to program 5 and initially increased stim to 4.0volts and reported it felt "weird" in their right butt cheek area. Pt decreased stim to 3.6volts on program 5 and confirmed feeling stim comfortably in bike seat area. Pt will monitor s ymptoms now that change was made and will follow up with hcp if not seeing an improvement. Reviewed role of patient services vs role of hcp. Agent did not ask about the circumstances that led to the reported issue. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue. Additional information was received from a health care professional (hcp). The hcp reported that it was unknown if the cause of the stimulation being too strong and vibrating down the leg had been determined as they had not been notified of this. The health care professional (hcp) replied the patient would need to schedule an appointment to discuss and that as of now no further action was going to be taken to resolve the issue. Additional information was received from the patient. They reported that they had been having issues since (B)(6), right after they had unrelated surgery on (B)(6) 2021. They said that the implant was not turned off beforehand. They stated loss of therapy, the ins site was sore, they couldn't sit on it, it was like sitting on a rock, they were feeling shooting pain going down through their thigh on the side of the implant. It happened whether stimulation was on or off. They said that when they received massage therapy as rehab post-back surgery (between (B)(6)), the massage therapist said they could feel shocks at the ins site when they touched the area they could feel shocking sensation. Patient said they had a reprogramming session on (B)(6) 2021 at the hcp's office and the office manager made the adjustments. They said that worked for 1-2 days, then it stopped working. They said the hcp told them there wasn't anything more they could do so they contacted the local rep. Patient's daughter reviewed all the issues with the rep over the phone and the rep suggested turning the therapy off for 2 weeks, then turning it back on. Patient didn't remember the programming direction that was provided. A courtesy message was sent to the field. Additional information in a letter received from the patient stated that the cause of the stimulation being too strong and vibrating down their leg was not determined. They noted that following their unrelated surgery they had not been able to get it set correctly. They noted the issue had not yet been resolved, they were waiting to turn it back on to see if it was working still. They noted no surgical intervention had been planned and the device was still in use.